Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a tmvr procedure with a 29mm edwards sapien 3 valve in a leaking non-edwards valve, the valve was implanted too ventricular. Therefore a second valve was implanted more atrial with good result. There were no issues with the patient.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned for evaluation as it remains implanted. However, the following instructions for use (IFU) were reviewed: IFU, commander delivery system with edwards sapien 3, procedural training manual, and supplement procedural training manual for s3 valve in valve patient screening and mitral position. Based on this review, there were no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv was unable to be confirmed as no relevant imagery was provided for evaluation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'during a valve in valve procedure in a leaking epic 33 mm valve. The first valve was too ventricular with a high risk of ventricular embolization. It was decided to implant a second valve more atrial', and 'it was difficult to be align with the degenerated bioprothesis'. Per the training manual, 'align the outflow of crimped sapien 3 valve 2mm below (towards ventricle) the surgical valve outflow markers', and 'final sapien 3 valve implant depth should be targeted no more than 20% (atrial) for optimal valve function'. Due to unavailable of relevant imagery and insufficient information, a definitive root cause was unable to be determined at this time.